Manufacturer narrative:
The field event of oversensing could not be confirmed. Analysis performed demonstrated normal device characteristics, with battery voltage above elective replacement indicator level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Debris was noted in device during inspection. No malfunction or anomalies were found.

Event description:
It was reported that the patient presented to clinic for a device replacement. The pacemaker had reached the elective replacement indicator, and the ventricular channel had a history of oversensing noise, with possible episodes of pacing inhibition. The noise was reproducible with pocket manipulation and was not reproducible with arm movements. The physician initially suspected a connection issue with the right ventricular lead as the cause of the noise, but when the pacemaker was explanted it was noted that the lead was securely in place. The device was replaced, and there was no noise seen with the lead connected to the new device. The patient was asymptomatic and in stable condition.